Manufacturer narrative:
(B)(4). Conclusion: the service technician was able to duplicate the reported issue. All testing¿s were performed using a good known test patient circuit as well as a good known ac adapter. The ventilator failed the flow & o2 blending tests from the ltv final test. The advanced fio2 test revealed the solenoid #2 on the o2 blender was out of specification with a reading of 16.48lpm, the required minimum passing specification is 17.45lpm. Installed a good known test o2 blender. The ventilator passed all o2 blending test. Internal inspection does not reveal any abnormalities with the ventilator.

Event description:
The customer reported that the oxygen output is below specifications and sent the laptop ventilator in for evaluation and repair. There was no report of patient involvement or not with the reported issue, it is currently unknown.